Manufacturer narrative:
The investigation determined that lower than expected vitros phyt results and a higher than expected vitros crbm result were obtained for a non vitros quality control (qc) fluid processed using vitros chemistry products phyt slides lot 2616-0165-5232, and vitros chemistry products crbm slide lot 3937-0097-2311 processed on a vitros 5600 integrated system s/n (B)(4). The most likely assignable cause of the event was instrument related. An ortho service engineer discovered the iwf tubing was too short and was inhibiting the movement of the iwf shuttle which could lead to insufficient wash of the slides. A pre-service incubator pad reflectance test was also outside of the performance guidelines and indicated that the analyzer was not performing as expected. Following service, which included replacement of the iwf tubing and the incubator evaporation caps, a post service vitros crbm and dgxn within-run precision test was within acceptable guidelines, indicating the vitros 5600 system was performing as intended after service. There is no evidence that vitros phyt slide lot 2616-0165-5232 or vitros crbm slide lot 3937-0097-2311 were not performing as expected.

Event description:
A customer obtained lower than expected vitros phyt and higher than expected vitros crbm results for non vitros quality control (qc) fluids when compared to the customer's established mean. The results were generated using vitros chemistry products phyt slides and vitros chemistry products crbm slides processed on a vitros 5600 integrated system. Biorad lot 40920 l2 phyt result of 8.31 ug/ml vs. The expected result of 13.1 ug/ml. Biorad lot 40920 l3 phyt result of 12.2 ug/ml vs. The expected result of 21.3 ug/ml. Biorad lot 40920 l3 crbm result of 15.63 ug/ml vs. The expected result of 11.78 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho was not made aware of any allegation of patient harm due to the event. However the investigation cannot rule out that patient results were not or would not be affected if the event were to recur undetected. (B)(4).